Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while cutting off the appendix, the device was unable to fire and the surgeon was unable to squeeze the handle although the green button was able to press. New reload and handle were used to complete the case. There was no patient injury.